Event description:
Customer originally called in regarding a priming issue and mentioned that they had been hospitalized in 2005 due to high blood sugars. They said they kepy bolusing insulin but blood sugars continue to elevate. Explained the rule of changing the infusion set after two consecutive high blood sugar readings.